Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6: 1/4 inch piece missing off of sleeve where stopcock connects. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, torn; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good; stopcock condition, broken off/ open. Functional tests & results: balloon inflation test, failed. Analysis conclusion: based upon the inquiry info received and the visual examination, it was condluded that the balloon had become torn at the distal tip and the stopcock assembly had broken off, making the instrument non functional. The instrument was received with a tear in the distal portion of the balloon and with the stopcock assembly broken off of the housing. It was determined that a small piece of the stopcock assembly was not returned. The tear in the balloon was approximately 1/2 inch in length and the approximate size of the missing stopcock piece was 1/4 inch square. The instrument would not function as designed due to a tear in the distal tip of the balloon and a broken off stopcock assembly. No conclusion could be reached on how the balloon had become torn or as to how the stopcock assembly had broken off. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported by an affiliate during an inguinal hernia repair at the beginning of the procedure the co2 connector broke and the balloon burst very easily. There was no consequence to the pt.